Event description:
It was reported that the device needed service. Upon evaluation of the device ventec observed that it powered off unexpectedly. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was further evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the solder connections to the source pins of the over-current protect transistor, designator q301x, of the control board were insufficient. This resulted in increased temperatures which prevented the device¿s batteries from charging, causing them to deplete. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was a transistor, designator q301x, of the control board.